Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The pace/sense portion of this rv lead was capped back in 2016 due to impedance >3000 per op notes. Should additional information be received, this file will be updated.